Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via merlin.net that the pulse generator exhibited over-sensing on the atrial channel on (B)(6) 2018. The device remained implanted. No intervention was performed and the patient would continue to be monitored. No further information could be obtained.